Event description:
During an in-clinic follow-up, increased sensing was noted on the right ventricular (rv) lead. The suspected cause of the event was due to dislodgement. The dislodgement was confirmed with diagnostic imaging. During the replacement, it was difficult to extend the new rv lead during the reposition. The rv lead was explanted and replaced to resolve the event. The patient was stable.